Event description:
Essure devices were placed on (B)(6) 2010. Implant surgeon at the time reported some difficulty in placing devices due to tubal spasms. Patient had severe pain during and immediately after procedure. Ultrasound was performed on (B)(6) 2010, patient was placed on pain medications and told pain would subside over time. An hsg test performed on (B)(6) 2011 confirmed that devices were in place and occluded. Over the next eighteen months, the patient had spotting, bleeding, and increasing pelvic pain. Patient requested that devices be removed. The explant surgeon performed a total laparoscopic hysterectomy on (B)(6) 2012. Devices were in place and pathology findings were negative. Patient's symptoms have resolved. Explant surgeon attributed patient's symptoms to essure devices because patient had no etiology of any other problems.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs